Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Product was provided for investigation. An external visual inspection was performed and failed. Confirmation of the complaint was confirmed via product. The probable cause was unable to be determined via product.

Manufacturer narrative:
(B)(4).